Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) second (2nd) display says, "no video input" and then it goes to a black screen. Bme replaced the vga cable and used a known working monitor, but the issue remained. Bme reported they replaced the video card with another one but that did not fix the issue. No patient harm was reported. Bme reported that he put in a spare cns in place to get them back up and runnng and will decide what to do with this unit. No patient harm or injury and they can still monitor patients on the primary screen.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the central nurse's station (cns) second (2nd) display says "no video input" and then it goes to a black screen. Bme replaced the vga cable and used a known working monitor, but the issue remained. Bme reported they replaced the video card with another one but that did not fix the issue. No patient harm was reported. Bme reported that he put in a spare cns in place to get them back up and running and will decide what to do with this unit. No patient harm or injury and they can still monitor patients on the primary screen. Troubleshooting: nihon kohden technician informed the bme that there are no other settings in windows or the software that would disable windows from detecting a second (2nd) screen and that there may be other issues internally occurring on the cns other than the video card and that the only parts available for servicing this model cns is hard disc drives (hdd). Nk technician provided the bme with a return material number to return the device or receive an exchange unit. The device has expired the warranty period. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Incident summary: the biomedical engineer (bme) reported that the central nurse's station (cns) second (2nd) display says "no video input" and then it goes to a black screen. Bme replaced the vga cable and used a known working monitor, but the issue remained. Bme reported they replaced the video card with another one but that did not fix the issue. No patient harm was reported. Bme reported that he put in a spare cns in place to get them back up and runnng and will decide what to do with this unit. No patient harm or injury and they can still monitor patients on the primary screen. Investigation summary: the customer declined to return the device to nihon kohden. The customer later reported that they were able to identify the issue as related to settings within windows. The issue was resolved according to the customer. The root cause is related to settings. A review of the complaints for the pu-621ra s/n (B)(6) found no similar complaints for this device. Additional information: b4: date of this report. G3: date received by manufacturer g6: type of report h2: if follow-up, what type? H6: adverse event problem codes h10: additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) second (2nd) display says "no video input" and then it goes to a black screen. Bme replaced the vga cable and used a known working monitor, but the issue remained. Bme reported they replaced the video card with another one but that did not fix the issue. No patient harm was reported. Bme reported that he put in a spare cns in place to get them back up and runnng and will decide what to do with this unit. No patient harm or injury and they can still monitor patients on the primary screen.